Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was 101 mg/dl. The customer states received failed battery but never gave a low battery alarm. The customer also states had received a pump error alarm however, was able to complete pump rewind. The customer performed self-test and it did pass the test. Troubleshooting was performed for failed battery and pump error alarm. Advised to monitor the pump. The insulin pump will not be returned for analysis.